Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found it was in good condition and it passed end to end continuity, output resistance and inter-channel continuity testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47778, related manufacturer reference number: 1627487-2020-47779, related manufacturer reference number: 1627487-2020-47780, related manufacturer reference number: 1627487-2020-47782, related manufacturer reference number: 1627487-2020-47784. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein both the patient¿s scs systems were explanted. This addressed the issue.